Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine (30 mg/ml) via an implantable infusion pump. It was reported that when they tried to access the reservoir however they were not able to pull anything out even though they were expecting around 18 ml. The caller stated the previous refill might have been 74 days or so ago. The device was programmed to minimum rate mode.